Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s implant was located in their abdomen. It was then reported that since two unrelated abdominal surgeries ((B)(6) 2016), the ins was still working fine, however, the corner of the ins was poking out. The patient stated that they were talking with their neurosurgeon about resolving that. The patient was redirected to follow-up with their healthcare provider (hcp). It was reported the event occurred on (B)(6) 2016. No further complications were reported/anticipated.